Manufacturer narrative:
Exact date unknown, event occurred in approximately one and a half years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2138500. Model: sc-2138-50. Serial: (B)(4). Batch: a10241/126098.

Event description:
It was reported that the patients ipg will no longer charge. The patient underwent an ipg replacement procedure and doing well post operatively. Electrocautery was used during the procedure. The explanted device was disposed at the facility.